Event description:
Baxter (B)(4) received a report that one (1) infusor device backflowed from the fillport during filling. The device was being filled with 5-fluorouracil 76ml and saline 24ml. There was no patient injury or medical intervention. There was no patient involvement. The actual sample is available. No additional information.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained fluid in the bladder. To verify the reported condition, the fill-port cap was removed. Upon removal, a back-flow (leak) was observed at the fill-port. Visual examination of the disassembled unit revealed the root cause of leak condition was a glass fragment introduced into the fluid pathway during fill without the use of a filter. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.